Event description:
Mac(marrow acquisition cradle of tjm4011 has bent and broken during the vertebral bone biopsy procedure. (B)(6) 2020 add'l questions to rcc sent via tw notification: 1. Did the break occur while inside the patient? Yes when cradle inserted into the cannula during procedure. 2. Was there a piece that was left inside the patient? No. 3. Was the broken piece easily removed?- it was not broken inside.

Manufacturer narrative:
(B)(6) follow up emdr for device evaluation two photos were received for evaluation. Visual inspection of the photos returned noted the distal tip of the cradle was twisted suggesting the cradle was twisted during use. The investigation was not able to confirm this potential contributor since the actual conditions of the procedure when the cradle was used is not known and could not be retrieved by the investigation. A review of the device history record shows that all inspection results passed per the DHR process and no anomalies were noticed during production. Based on the visual evaluation of the sample, the investigation confirmed the reported failure mode. However, the investigation was not able to determine a probable root cause for the twisted cradle since the conditions of the procedure was not known by the complaint investigation. Based on the nature of the device and the interface between the biopsy needle and the cradle, the most likely contributor for the twisted cradle was over-torqueing of the cradle during use resulting in the observed twisting. Since no probable root cause was identified, no corrective or preventive actions were identified for this complaint. The complaint will be added to the complaint management system and will be tracked/trended for future occurrences through the quality data analysis process h3 other text : see manufacture narrative.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Mac(marrow acquisition cradle of tjm4011 has bent and broken during the vertebral bone biopsy procedure. (B)(6) 2020 add'l questions to rcc sent via tw notification: did the break occur while inside the patient?-yes when cradle inserted into the cannula during procedure. Was there a piece that was left inside the patient?-no. Was the broken piece easily removed?- it was not broken inside.